Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the patient underwent surgery for a femur with the right plate. Because the fracture occurred around the lower part of the stem, the doctor planned to use the left plate by inverting the normal side. It was confirmed that the affected side was on the right (what is provided is the one on the affected side (right), and cannot be used by inverting). The surgeon fixed the fracture with other implants. The cause was the agency's wrong side. The surgery was completed successfully without any surgical delay. There was a risk for the fixation loss or non-union due to the lack of the fixation at the proximal side. No further information is available. This report is for one (1) ti lcp distal femur plate 9 holes/236mm/left-sterile. This is report 3 of 5 for (B)(4).